Event description:
It was reported that during a peripheral endovascular procedure using the protege everflex stent to treat a superficial femoral artery mid-segment plaque lesion with 75% stenosis, moderate calcification, and little tortuosity, the lesion was pre-dilated with a 5 mm device. During sheath removal, stent dislodgement (pre-deployment) occurred and the stent became dislodged (pre-deployed) from the delivery system and was not implanted. The procedure was completed by replacing it with a new stent. The patient was reported to be alive with no injury, and no patient symptoms or complications were reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.